Event description:
Healthcare professional reported high intraoperative gradients. Postoperatively, echo also revealed high gradients, no opening disc sound was heard. Fluoroscopy revealed a disc opening angle of 38 degrees. Pt was returned to or at which time the valve was replaced with a 21mm st jude and returned for eval. The pt was reported to be recovering well.